Event description:
The surgeon reported that he performed a first stage revision of a left triathlon knee on (B)(6) 2013. The surgeon reported that the patient will be required to undergo a second stage revision, the date of which is yet to be confirmed.

Event description:
The surgeon reported that he performed a first stage revision of a left triathlon knee on (B)(6) 2013. The surgeon reported that the patient will be required to undergo a second stage revision, the date of which is yet to be confirmed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520b700, lot # smptd, description: triathlon prim cem fxd bplt #7; cat # 5510f701, lot # smbam, description: triathlon cr fem comp #7 l-cem; cat # 5551l381, lot # lbd530, description: triathlon asym patella a38x11. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Manufacturer narrative:
The device exhibits marks consistent with normal clinical use and subsequent removal. The event was confirmed. The provided medical information was reviewed by a consulting clinician who concluded "infection is caused by a mix of patient-related and procedure-related causes without any evidence for device-related factors playing a role. As such, this pi case is not device-related." Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review: there have been no other events for this lot or sterile lot. The investigation concluded that the reported infection was not caused by design, manufacturing, or material factors.